Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event ad device information.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-11544. This report is related to an italy patient. It was reported the patient may undergo surgical intervention due to high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-11544. Follow-up revealed surgical intervention has been suspended until otherwise.